Event description:
It was reported that the arctic sun device condenser was very much dust fluff. It was found that the unit was not cooling appropriately .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to inadequate system maintenance. However, this cannot be confirmed. A visual inspection of the unit confirmed that the condenser was filled with dust. Cleaned condenser. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "condenser * a dirty chiller condenser will significantly reduce the cooling capacity of the control module. *to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution's air, periodically remove the back cover and vacuum or brush the condenser annually. Maintenance activities should be performed by a qualified personnel." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device condenser was very much dust fluff. It was found that the unit was not cooling appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.